Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Review of the stored memory confirmed a shorted lead indicator was recorded by the device on (B)(6) 2017. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. An x-ray noted the high energy output bridge is electrically damaged. Bench testing confirmed pacing pulses are present. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Event description:
Boston scientific received information that this patient experienced an arrhythmia of 217 bpm and anti-tachycardia pacing (atp) therapy was delivered which slowed down the arrhythmia; however, the rate went back up into the ventricular fibrillation (vf) zone and a shock was delivered. The shock did convert the patient; however, the shock impedance was less than twenty ohms and the system displayed an error code 1004 and a message that a short circuit was detected during shock delivery. Additional review of the device data identified atrial pacing impedance measurements less than 200 ohms, no capture and noise, oversensing and several stored inappropriate atrial tachycardia response (atr) events. It was reported that this patient experienced a diabetic episode and was hospitalized nine months ago at which time the pacing impedance and shock impedance showed some decreased measurements. A revision procedure was performed and the device and right ventricular (rv) lead were removed from service and replaced. The patient does not require a lot of atrial therapy and the physician elected to leave the atrial lead in service despite the reported clinical observations. No additional adverse patient effects were reported.